Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented in the ICU and was unresponsive. Non-sustained vt episodes were observed, and the patient did not receive hv therapy. Myopotential oversensing was also noted. The device was explanted.